Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 401:37:850:0000 was not confirmed by baxter personnel during product evaluation. After further investigation by the quality engineers, it was determined the reported condition was associated with the 403:xxx failure code and was confirmed. The root cause was assigned to a defective user interface module printed circuit board and u65 prom. The u65 and user interface module printed circuit board were replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 401:37:850:0000. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.